Event description:
It was reported to philips that the device was unable to start up. The device was outside clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer visited the customer¿s site and replaced the fan tray and dc power supply. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Upon functional testing, the fse checked the dcps and found that the dcps was burnt and it needed replacement. The defective pdu fantray and dcps was returned for analysis, and it confirmed that the psu01 and psu02 power supply unit were defective. To resolve the reported issue, the fse replaced the power supply unit (dcps). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.